Manufacturer narrative:
Additional information is not available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. Upon inspection, dent and collapse was noted on the insertion tube. The device failed the leak test from the channel. User complaint was confirmed. There was an irregular appearance of the ultrasonic transducer, associated with chemical stress applied during handling. Wear and tear was noted on the device.

Event description:
As reported for this event, during reprocessing leaking at the tip of the device was observed. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications when shipped and that there were no abnormalities in manufacturing, special adoption, and variations. Upon inspection, peeling of coating on the insertion site, chemical discoloration, dent, and collapse was noted on the insertion tube. The device failed the leak test from the forceps channel. User complaint was confirmed. There was an irregular appearance of the ultrasonic transducer, associated with chemical stress applied during handling. In addition there was a rubber adhesive site moss, missing sound line, light guide tube flaw, and angle play. Wear and tear was noted on the device. The forceps channel leak may have been damaged and occurred due to handling of the treatment device because the forceps channel has been damaged. Injuries to the operation site may have occurred due to external forces or handling by chemicals, because fine scratches and discoloration have been observed. The instructions for use includes the following statements: important information ¿ please read before use: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.